Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed the suture and t2 were returned. The suture was tied around the spline tube. The depth limiter button was not in the default position. The actuator tip was in the t1 position. A functional evaluation of the device showed the actuator tip functioned as designed. An evaluation of the customer provided image showed the device laying on a s+n box with the batch number of the complaint on the label. The t1/t2/suture are off the needle. T2 and part of the suture are tied around the device. T1 is not visible in the image. The handle is not visible in the image. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a meniscus surgery, after t1 of fast fix was implanted, t2 fell off from the inserter. The implant t1 remained in the patient. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.